Manufacturer narrative:
No unexpected button error alarms noted. Intermittent button response on the up arrow button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they had a button error alarm on the insulin pump. Customer stated they did not push a button for three minute or longer. Customer stated they were unable to clear the alarm. The customer's blood glucose was unknown. Customer agreed to return the insulin pump for analysis.